Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 1 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence, obstruction and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that on (B)(6) 2008, the patient underwent surgery for implant of an unspecified bard/davol marlex mesh. It is alleged that on (B)(6) 2014, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the marlex mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of bard flat mesh (device #1). Per operative notes, "there was a large multilobulated sac was noted and this was excised. The previous mesh was excised, then the bard flat mesh was placed and sutured." (Previous mesh details were not provided in medical record). (B)(6) 2014 - patient was diagnosed with recurrent incarcerated hernia, small bowel obstruction thereby underwent open repair with removal of mesh (device #1) and implant of phasix mesh (device #2). Per operative notes, "the hernia was identified behind the umbilicus with mesh which multiple loops of bowel were attached. The mesh was palpated and excised. The phasix mesh was placed and sutured." Attorney alleged that the patient had adhesions, bowel obstruction, seroma, hernia recurrence and pain.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2008, the patient underwent surgery for implant of an unspecified bard/davol marlex mesh. It is alleged that on (B)(6) 2014, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the marlex mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."